Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 210.6020. Customer asked why is he still getting this error. I explained to the customer that the error is cause by a keypad failure is detected during the post. The customer said that, that part was replaced. I explained to the customer that its the logic board needs to be replaced. The customer said ok and ended the call.